Event description:
It was reported that during use a bd solomed¿ syringe was found leaking as "when doing the medicine (contraceptive) aspiration, she noticed the leakage of it in the connection of the needle and the syringe."she informed the needle was not properly threaded I the syringe. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: 1 ¿ not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: the sample provided by the customer was evaluated and validated leakage test according bd specifications was performed and it is not possible observe the defect reported. DHR review: it was verified the batch record and the manufacturing date for the batch 8057658 was march 1st to 6th, 2018. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Conclusion: the sample provided by the customer was evaluated and validated leakage test according bd specifications was performed and it is not possible observe the defect reported. Thus was not possible confirm the complaint or define a root cause to the occurrence. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on sample evaluation and performed test it was not possible confirm the reported defect.

Event description:
"It was reported that during use a bd solomed¿ syringe was found leaking as "when doing the medicine (contraceptive) aspiration, she noticed the leakage of it in the connection of the needle and the syringe." She informed the needle was not properly threaded in the syringe. There was no report of exposure, injury or medical intervention needed."

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd solomed¿ syringe was found leaking as "when doing the medicine (contraceptive) aspiration, she noticed the leakage of it in the connection of the needle and the syringe."she informed the needle was not properly threaded I the syringe. There was no report of exposure, injury or medical intervention needed.